Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (2000mcg/ml at 12.5mcg/day) and bupivacaine (dose and concentration unknown) via an implanted infusion pump. It was reported that two weeks ago (relative to the date of report) the patient came down with what they thought was the flu, but the patient's husband never got sick and then all of a sudden the patient felt better. This happened a couple times over the past two weeks. The increased pain and withdrawal symptoms drove the patient to check into the emergency department (ed) on (B)(6) 2020. The hcp contacted the manufacturer representative indicating that the pump patient was in the ed with a pump failure. The representative interrogated the patient, but did not see anything out of the ordinary. There were no factors outside of regular use that led to the withdrawal symptoms. The pain fellow also interrogated the patient and looked at the logs, but was unable to determine anything that would cause those type of symptoms. It was noted that surgical intervention had occurred and the pump was explanted on (B)(6) 2020. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump sn: (B)(6) identified wear on the motor o-ring for gear number three the previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.